Manufacturer narrative:
Date sent: 1/7/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the jaw could not be opened at the third firing. The site was resected with scissors and additional suture was performed. There were no adverse consequences to the patient.